Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for non-malignant pain, lumbar radiculopathy, and spinal pain indications. It was reported that there was a device site infection. Antibiotics were required. The issue is still ongoing.